Event description:
The pt was originally implanted on may 12, 1997. There were no reports of any problems with his system throughout the next year. On october 1, 1998 while playing on a playground, the pt bumped heads with another child. There was no visible evidence of trauma at the implant site and his system continued to function for the next two days. On october 3, 1998 his device stopped working. The pt was seen at the implant ctr on october 5, 1998. Although the audiologist changed out all external equipment, the internal and external components of the system were unable to achieve link. Explantation took place on october 8, 1998. The pt was reimplanted with another clarion device.